Event description:
During an unknown procedure it was reported by the affiliate that the device would not open. It was reported that the staples were also malformed. There was no patient consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: lockout position ab fired, cartridge condition ab fully fired, cartridge return batch number a em0108 b j007. Functional tests & results: condition of firing trigger lockout good, condtion of pinion gear good, condition of short rack good, condition of yoke good, test cartridge batch # j00j5l. Analysis conclusion: based upon inquiry info received, visual examination and functional testing, no conclusion could be reached as to why instrument reportedly "would not open" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.